Event description:
It was reported that the anchors broke apart on insertion during a bankart repair. The first anchor sheared off and the other two broke in several pieces. The surgeon had tapped the average bone prior to insertion. Pieces of the anchor were left in the patient, but no adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The customer returned three devices with only the hex portion of the anchors still inside the inserters. The hexes were white and brittle. Inspection of the inserter met specifications. Due to the condition of the anchor hexes, accurate dimensions could not be taken. A definitive conclusion could not be made for this event. This is the first complaint of this type for this part/lot combination.